Event description:
A user facility reported, "we are having difficulty with canister liner contents getting into the plastic section of the suction head. Nursing leadership experimented with water and determined that the value to keep fluid from leaking out of the liner into the canister and suction head is not working thus leading to urine and other fluids contaminating the suction head and needing to be sent to sterile processing for cleaning."

Manufacturer narrative:
A user facility reported, "we are having difficulty with canister liner contents getting into the plastic section of the suction head. Nursing leadership experimented with water and determined that the value to keep fluid from leaking out of the liner into the canister and suction head is not working thus leading to urine and other fluids contaminating the suction head and needing to be sent to sterile processing for cleaning." Deroyal industries, inc. Requested return of the device, however it was unavailable for return. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A user facility reported, "we are having difficulty with canister liner contents getting into the plastic section of the suction head. Nursing leadership experimented with water and determined that the value to keep fluid from leaking out of the liner into the canister and suction head is not working thus leading to urine and other fluids contaminating the suction head and needing to be sent to sterile processing for cleaning." Deroyal industries, inc. Requested return of the device, however it was unavailable for return. Deroyal reviewed the work order for the lot reported. An inventory check was performed on a different lot as no product was available from the lot from the reported complaint. All 32 canisters inspected were found to be acceptable and within specification. A review of the risk analysis was conducted and no updates were required. A complaint to sales ratio was conducted over the past two years and found to be (B)(4). Root cause: because the sample was not available for return, the root cause was not able to be determined. Potential root cause: while it could not be confirmed, there is a potential that this issue could be caused by an inadequate glue bead or overlapping of glue bead. This could cause high or low spots that could allow for a leak path. Corrective and preventive actions: while the root cause was not able to be specifically confirmed, a retraining of employees on visual acceptance of the glue bead was conducted. The lid evaluation form was also updated to include that the visual check be conducted and recorded for glue bead adequacy. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.